Manufacturer narrative:
Block b3: exact date unknown, event occurred a month after implant date. Additional suspect medical device component involved in the event: model number/catalog number: sc-6412-3. Serial number: (B)(6). Batch/lot number: 527370. Model/catalog description: precision charging system. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced burning sensation while charging. It was also noted that the implant site was tender to touch and patient felt a tugging sensation at times. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.